Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a vizigo sheath. When the staff opened the packaging for the vizigo sheath, they found a hair inside the sterile portion. When the sheath was replaced, the issue resolved. Additional information was received. It looked like a strand of short brown hair. The device was not used on patient. It was thought that the pouch was sealed at the moment of finding the foreign material. The box and original packaging is available for return.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a vizigo sheath. When the staff opened the packaging for the vizigo sheath, they found a hair inside the sterile portion. When the sheath was replaced, the issue resolved. The device evaluation was completed on 04-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The pouch and foreign material involved in this complaint were not returned. A supplier investigation was performed with the available information and considering the initial customer report that hair existed in the pouch at time of opening and another complaint of the same issue. The investigation indicates there are multiple inspection points and process steps intended to prevent this non-conformance from reaching the field. During packaging of the vizigo sheath, 100% of devices are checked in-line for contaminants as per the manufacturing procedure for pouching. Random sampling is performed by quality at an acceptable quality limit sampling of 1.0, as per the vizigo quality inspection procedure. To ensure the sampling is performed appropriately, device history record (DHR) reviews are conducted for every lot prior to release. One step of the DHR review process is to confirm that sufficient sampling requirements have been met. This occurs both as a system check and as a manual check. In addition, no internal actions were identified for the finished device lot number. The foreign material inside the package issue reported by the customer was confirmed by the initial customer report that hair existed in the pouch at time of opening and confirmation of another complaint in which the packaging and hair were returned. A specific cause of the contamination cannot be conclusively determined. Complaint will be accepted as manufacturing attributable, even though a specific cause of the contamination could not be conclusively determined. An awareness session was performed for all the personnel involved. The instructions for use contain the following recommendations: do not use the sheath if the package is opened or damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: inappropriate material (c0602) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿hair inside the sterile portion of the packaging¿ issue. In addition, biosense webster inc. Analysis finding of the ¿foreign material inside the package¿ issue. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿hair inside the sterile portion of the packaging¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).